Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event on or about (B)(6), 2012 and subsequently expired on (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported on the same patient involving two separate products and associated with mdrs #1225714-2014-02325, 1225714-2014-02326, 1225714-2014-02327 and 1225714-2014-02328.